Event description:
The customer reported via phone call that they were experiencing high blood glucose. At the time of the incident, the glucometer displayed high. The customer was using auto mode feature at the time of incident. The current blood glucose value was 515 mg/dl. Troubleshoot was performed for high blood glucose but no anomaly was found. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.